Manufacturer narrative:
This report is submitted on january 6, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the patient's audiologist, the patient underwent revision surgery on (B)(6) 2016, to reposition the electrode due to dizziness with stimulation. It was reported that the electrode array was in the vestibule, rather than the cochlea. The implanted device remains.